Manufacturer narrative:
Batch review performed on (B)(6) 2019. Lot 1854516: (B)(4) items manufactured and released on (B)(6) 2018. No anomalies found related to the problem. To date, another similar case was reported on this lot (complaint (B)(4). Visual inspection performed by (B)(6) project manager: the spring ball plunger is came apart as described in the complaint. It is possible this occurrence was influenced by variation in production/assembly however this cannot be confirmed. Evaluation of the solution on going.

Event description:
The locking ball of the instrument lever fell out from the handle. No piece fell into the patient.